Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the protective coating over the connection of the wire to the pad was missing. The issue was found prior to use. There was no pt involvement.